Event description:
The customer reported the system would not power up and failed to remain powered up. This issue will preclude the system from booting to a usable state. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the on/off switch. The system operates as intended.